Event description:
It was reported when using the bd microtainer® pst¿ lh tubes, hemolyzed samples continue happening on an unspecified number of tubes. Samples had to be recollected. There was no health impact or consequences reported.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospitals h.3. A device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® pst¿ lh tubes, hemolyzed samples continue happening on an unspecified number of tubes. Samples had to be recollected. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, fifty (50) retention samples from bd inventory were evaluated by visual examination for barrier gel characteristics and the presence and quantity of additive. There were no issues observed relating to hemolysis as all samples met specifications. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.